Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway.(expiry date: 01/2024).

Event description:
It was reported that prior to the port placement procedure, the port stem was allegedly fractured while opening the kit. The procedure was completed by using another device. There was no patient involvement.

Event description:
It was reported that prior to the port placement procedure, the port stem was allegedly fractured while opening the kit. The procedure was completed using another device. There was no patient involvement.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port MRI implantable port kit was returned for evaluation. Gross visual, and microscopic visual evaluations were performed. Although the sample was returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported fracture and the identified material separation issues, as a complete circumferential break was noted on the implantable port. The port stem arrived detached from the port body and a complete circumferential break was noted on the proximal end. The surface of the complete port stem break was noted to be granular. The surface of the complete circumferential break on the proximal end of the detached port stem was noted to be granular. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2024), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.